Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 1 year, 3 months, 26 days post transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve, the valve failed due to unknown reasons. The patient is now scheduled for surgical aortic valve replacement.

Event description:
It was initially reported by the field clinical specialist (fcs), that approximately 1 year, 3 months, 26 days post transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve, the valve failed due to unknown reasons. The patient was scheduled for surgical aortic valve replacement. Per additional information received, the valve was explanted and a surgical valve was implanted.

Manufacturer narrative:
Additional information added to b5.

Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device (was / was not) returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event of degeneration was unable to be confirmed due to unavailability of returned device/medical records/relevant imagery. A review of the device history record showed no indication that a manufacturing non-conformance would have contributed to the reported event. A review of the instructions for use/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Due to limited information provided, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.